Manufacturer narrative:
Cardioquip is currently communicating with the customer to investigate this issue further and will provide a follow-up if any information is provided that suggests this device is linked to a patient incident. Cardioquip has insufficient evidence to determine if the cardioquip device was a potential vector for patient infection due to a lack of available information, such as bacteria samples at or around the time of the patients' treatment and the device serial number present with the patient.

Event description:
A cardioquip customer submitted a medwatch report describing a retrospective review of ECMO patients treated from 2015-2025 (n=471). The customer reported four patients with positive acid-fast bacilli (afb) cultures during or after ECMO dates (0.9%); the customer further reported that, in two of the four patients, the organism identified was mycobacterium abscessus. In 2024 and 2026, after cardioquip service personnel identified potential contamination in multiple devices from this customer, the technician submitted photographs of the device's water path to cardioquip epidemiology for review. There was a six-year gap between when this device was received by the customer and when cardioquip began, at the customer's request, performing preventive maintenance on the device in 2024. Cardioquip's director of operations and epidemiology reviewed the photographs and recommended heterotrophic plate count (hpc) testing to provide a quantitative assessment of water quality. After potential contamination was identified in 2024, the customer did not respond to cardioquip's repeated attempts at communication regarding next steps between (B)(6) 2025 and (B)(6) 2025. Cardioquip reinitiated communications on (B)(6) 2026, when potential contamination was identified again in 2026. In 2025, the customer completed a maintenance gap analysis for 11 cardioquip heater-cooler units used for ECMO. Cardioquip was informed of these results on (B)(6) 2026 via medwatch. The customer reported that their hospital's infection prevention & control department recommended a cross-sectional device water culture survey for the fleet and that the results were consistent with non-tuberculous mycobacteria (ntm) contamination, including afb-positive testing and identification of mycobacterium chimaera by genetic sequencing. As of the date of this report, cardioquip has not confirmed whether a cardioquip device was used on the patients described and has not established a causal relationship between cardioquip devices and the patient findings reported by the customer. This investigation remains ongoing. Cardioquip is working with the customer to identify potentially implicated device serial numbers and to assess whether any relationship exists between the customer-reported device water findings and the customer-reported patient culture results.